Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring treatment. Device type: none. It was reported that a 2.5 x 18 mm promus stent and a 3.5 x 28 mm promus stent were implanted in 2008, inside of another company's previously implanted stents. The following month, the pt was presented with sub-acute thrombosis. This was treated with thrombectomy and balloon angioplasty. No additional event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions: product performance engineering reviewed the incident info. Thrombosis, as listed in the promus IFU, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implants and the procedure was completed successfully in this case, it is likely that the ptci is a secondary effect of the thrombosis, however, conclusive root cause for the reported pt effects, and the relationship to the devices. If any, cannot be determined. The second promus, part# 1009548-28b, lot# unk is being filed under the same manufacturer report number.